Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.5/+3.5/081 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic deformed, the lens having foreign material on lens surface (clear residue), and the lens having a curved shape. Conclusion: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).